Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for additional microbiological testing. As a result of additional microbiological testing by a third party laboratory, no microorganisms were detected from samples taken from the instrument channel, suction channel and air / water channel of the subject device. Also, omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in the routine microbiological test by the user facilities, microorganisms were detected from samples taken from the subject device as follows. There was no report of infection associated with this report. Inside of the air/water channel: 40 cfu / 100 ml of microorganism were detected and 1 cfu filamentous fungus was identified. Inside of the suction channel: 10 cfu / 100 ml of microorganism were detected and 1 cfu filamentous fungus was identified. Inside of the instrument channel: 18 cfu / 100 ml of microorganism were detected and 1 cfu filamentous fungus was identified.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".